Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number: 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number: 09n15-095, which received FDA approval.

Event description:
The customer reported one (1) false negative result on the alinity m hr hpv assay. On (B)(6) 2025, sample ID (sid): (B)(6) was tested and resulted negative. The customer analyzed the curves and noticed there was amplification curve that was not called for sid: (B)(6). Sid: (B)(6) was repeated on (B)(6) 2025 and resulted in a 1992 fluorescence error. On (B)(6) 2025, the same sample was repeated as a 1 in 10 dilution as sid: (B)(6). The 1:10 dilution was called other hr hpv a positive. Field service engineer (fse) downloaded and reviewed logs. All 3 repeats had an amplification curve in hr hpv other a. The positive result was recorded out to the patient. There was no report of impact to patient management.

Manufacturer narrative:
Update h4 with date of manufacture, which was inadvertently left off the initial report. Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer results were reviewed. The assay met specification requirements as no error codes or flags were displayed for the run controls, indicating the reagents are performing per specification. As with any diagnostic test, results from the alinity m hr hpv assay should be interpreted in conjunction with other clinical and laboratory findings. Review of the customer data demonstrated that the assay software and alinity m hr hpv amp kit (list 09n15-090) lot number 411654 are performing as expected. Retain/ file sample review file sample testing was performed. Testing met all acceptance criteria as the validity of the runs met all assay requirements. There were no error codes or performance related flags exhibited for the run controls. All replicates were interpreted correctly. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 411654 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 411654 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 411654 complaint trending was performed and did not identify an adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot number 411654 was not identified.